Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the back therapy electrodes. The patient was given hydrocortisone cream by her nurse. The irritation improved after using the hydrocortisone cream.